Event description:
It was reported that difficulty was experienced when passing the intra-aortic balloon through the sheath. A vacuum was pulled, but the intra-aortic balloon still could not be advanced through the sheath. The intra-aortic balloon was removed and replaced without any complications.